Event description:
It was reported the ventilator is not producing tidal volume and has humming sounds. The device was not in use. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.